Event description:
It was reported that an air/gas leak occurred at the shaft of the device. An iceforce cx 90 degree needle was selected for a desmoid cryoablation. During preparation, bubbles were noted from the shaft of the device while insufficient ice occurred. The needle was fully submerged during the integrity testing. There were no patient complications, and the case was completed with a different device of the same model.

Manufacturer narrative:
H11: device evaluation by manufacturer: analysis: an icerod cx 90 degree needle/vl (34257562) was returned to arden hills cis for analysis. Visual inspection of the exterior of the needle was performed, and no abnormalities were noted. The needle was connected to the icefx console, and a two-minute confidence test was performed. The test performed normally. A five-minute freeze in gel was performed to analyze ice ball formation. It was noted that the ice ball formation looked normal and resulted in an ice ball that measured approximately 19 mm x 42.5 mm, which is within specification for the icerod cx 90 degree needle/vl. The device passed the two-minute confidence test, produced an ice ball of sufficient size.

Event description:
It was reported that an air/gas leak occurred at the shaft of the device. An iceforce cx 90 degree needle was selected for a desmoid cryoablation. During preparation, bubbles were noted from the shaft of the device while insufficient ice occurred. The needle was fully submerged during the integrity testing. There were no patient complications, and the case was completed with a different device of the same model.